Manufacturer narrative:
The returned leads were thoroughly analyzed. During the analysis, the leads were checked visually, electrically, and mechanically. This inspection showed a stretched fixation of the plexa, which was probably caused during the explantation. There were no further deviations from the technical specifications that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approx. 6 months, oversensing on the ventricular channel was observed. An ablation was performed recently. The lead was explanted.

Manufacturer narrative:
The returned leads were thoroughly analyzed. During the analysis, the leads were checked visually, electrically, and mechanically. This inspection showed a stretched fixation of the plexa, which was probably caused during the explantation. Aside from this, there were no deviations from the technical specifications that could be related to the clinical complaint. The manufacturing process of these leads was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.